Manufacturer narrative:
H3, h6: one 72200419 accupass 70 degree suture shuttle device used in treatment, was returned for evaluation. The device passed the monofilament as intended. Rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Please note: monofilament advances forward using rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product, or procedure failure that supported the allegation. It is unknown which contributed to this allegation as the original filament was not returned for evaluation with the device. Attempt to repeat this allegation reported did not duplicate the failure at this time.

Event description:
It was reported that during the procedure, when the package was opened, the accu-pass could not roll the monofilament out of device; no patient injury, delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.